Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through the event history log, but could not reproduce the reported symptom system error 105. Further evaluation found that the motor was seizing which is known to cause system error 105. The motor assembly was replaced.

Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no pt injury.